Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to damage on circuit board of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed poor image quality (noise resembling a sandstorm pattern). The event occurred during setup/inspection for use. There was no report of patient involvement.